Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 480 mg/dl and other values were 474 mg/dl, 424 mg/dl and 210 mg/dl. Also treated with correction. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.